Event description:
It has been reported to philips that there was issue in retrieving the older studies. Most of the echocardiograms were not retrieved due to which users could not access to the images. No adverse events or patient harm was reported in the associated complaint (B)(4). The device was in clinical use at the time of event. Philips has started an investigation of this complaint.